Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the main drawer 2.1 pocket d2 failed. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction originated from a failure of the drawer. A technical support specialist recommended that the customer reboot the station to attempt recovery of the malfunctioning drawer. The customer was instructed to power down the station by disconnecting the power cord from the back and waiting for 2-5 minutes. After reconnecting the power plug and turning the station back on, the customer was advised to check or attempt to recover the drawer. The customer confirmed that the issue was resolved, and the system operated as expected after the troubleshooting by the technical support specialist.